Event description:
The facility representative reported an infusion pump with an air in line alarm. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 15, 2007. Evaluation summaary:the reported condition of a pump with an air in line alarm was confirmed. The air in line printed circuit board (ail pcb) values were found to be out of specification. The ail pcb was replaced.